Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery with drf for a fracture of the distal end of the radius. The drf was purchased by the hospital. During the surgery, there was no parallel drill guide for drf. Since there was no parallel drill guide, insertion of an external wound fixation pin was performed using a clamp. While the insertion, the surgeon injured a vein and performed a vascular suture to repair it. The surgery was completed successfully. It is unclear to what extent the surgery was prolonged by the vascular suture. The surgeon commented that drill guides were required. It was found that the quotation had been submitted and settled with the parallel drill guide lacking and had sold as is. At each point in the quotation, sale, and delivery process, the lack of the parallel drill guide was unaware. Patient outcome is reported as stable. This report is for one (1) 4.0mm/3.0mm ti self-drilling schanz screw 20mm thrd/100mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.